Event description:
It was reported that a pacemaker dependent patient was experiencing dizziness due to noise on the ventricular lead. The noise was presenting via noise reversion episodes and high ventricular rate episodes. The device was programmed, and a follow up was scheduled. The patient was reported as stable. No further information is available